Event description:
As reported by the field clinical specialist (fcs), approximately 9 months post tavr with a 20 mm sapien 3 ultra valve, the patient, an 84-year-old female presenting with heart failure symptoms, underwent a viv due to moderate regurgitation, including paravalvular leak (pvl) that subsequently progressed to central aortic insufficiency (ai). The patient had a relevant comorbidity of severe mitral regurgitation. The initial treatment plan was to post-dilate the original valve for moderate pvl using a 20 mm commander balloon prepared at the original volume plus 1 cc. Following balloon aortic valvuloplasty, the pvl was reduced to trace; however, central ai developed, necessitating implantation of a second 20 mm valve. The thv was successfully implanted, no edwards device deficiency was alleged, and the patient was reported to be in stable condition following the procedure.

Manufacturer narrative:
Database upgrade limited characters; d4 UDI: (B)(4). Investigation is ongoing.